Manufacturer narrative:
The exposed portion of the soft cannula was found to be bent and flattened. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device contained a brief period of timeouts that corrected will before the run completed.. It cannot be determined when or how this damage occurred. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 331 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the parent gave a manual injection and changed out the pod. The patient was vomiting and their ketones were high.